Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication-yes"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraine"), headache ("headache"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy - uterus). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication, psychological trauma, vaginal haemorrhage, migraine, headache, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: psf received, event added- abnormal vaginal bleeding, migraines, headaches, depression, mental anguish,,plaintiff did not undergo any confirmation test were added. Reporter information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication-yes") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy - uterus). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication-yes") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy - uterus). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event psych injury added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy - uterus). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and post procedural complication to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abdominal pain, pelvic pain, , dysmenorrhea, menorrhagia, post removal complication-yes. Reporter information were added. On 5-may-2020: plaintiff fact sheet received. No new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.